Manufacturer narrative:
Per tandem¿s user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to the customer related to the reported issue. The customer reportedly viewed drops of insulin coming from the infusion tubing while performing a system check using the fill tubing feature. The customer changed the infusion set in and resumed insulin delivery successfully. Reportedly, the customer was using fiasp insulin. Tandem technical support educated the customer regarding insulin labeling. Customer acknowledged.